Event description:
It was reported that a patient¿s device had been explanted due to an infection. It was unknown what drug the pump was infusing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter. (B)(4).